Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reported complaint was observed on the returned photo. Provided photo shows iol carton and open lens case with sn (B)(6) and a cartridge. The lens is in the lens case base well and appears to be damaged. The haptics appear to be damaged/broken or folded over the optic; this cannot be confirmed due to the quality of the photo. The reporter stated the use of "pe-ha-visco 2% lot ya198a", this is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the iol was implanted in the socket and was explanted due to a damaged haptic during initial procedure.

Manufacturer narrative:
Additional information provided in b.5., d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noted that the upper haptic broke off and remained in the cartridge. Therefore, the iol could not be implanted. There was no impact on patient. The surgery was completed with another unspecified lens. Additional information has been requested.